Event description:
Per the clinic, the patient experienced poor performance with the device use due to the electrode array improper placement and was found to be folded over in the cochlea. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.